Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred during bolus delivery. Customer cleared the occlusion alarms or changed supplies, but alarms continued. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 90 mg/dl.